Event description:
It was reported that after a median laparotomy procedure, immediately after the operation was completed, a defect in the skin (burn) approximately the size of a palm was visible in the upper right back area of the patient. The burn was mainly grade 2a and partly grade 2b and was treated with fatty gauze and sterile compresses. During the procedure, there were no error messages or abnormalities in connection with the hf (high frequency) generator. The duration of the operation in terms of pure incision and suture time was 5 hours and 29 minutes. In total, the patient was on the operating table from 7a.m. To 3:45p.m., i.e. 8 hours and 45 minutes. The absorbent non-medtronic pad was slightly moistened at the contact surface with the wound, the non-medtronic neutral electrode for drainage was positioned on the left thigh, a non-medtronic monopolar handpiece was used, the only bipolar device used was a ligasure. Patient is still hospitalized as planned.

Manufacturer narrative:
D10 concomitant product: lf1212, lf1212 sml ligasure jaw sealer/div (lot#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the photo noted an adverse event occurred on the tissue of the patient. It could not be determined what caused the adverse event based on the photo sample provided. Testing of the device found it to function normally and within specifications. It was reported that after a median laparotomy procedure, immediately after the operation was completed, a defect in the skin (burn) approximately the size of a palm was visible in the upper right back area of the patient. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.